Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the popliteal artery, the fox sv balloon ruptured below rated burst pressure. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not yet complete.